Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states it feels like stim, "keeps constantly going off." Patient states it feels like they're sitting on a little machine causing a feeling of "pulsating." When asked for event date, patient was unsure, but noted that it was getting worse. Patient reported the pulsating feeling from the stim is uncomfortable, and has caused them to wake up at night. Today, patient currently feels pulsating on the call and reports, at beginning of call, that it has been pulsating for 3 hours. Patient reported having an emergency surgery for hernia and twisted colon on 06-may-2024, but did not turn therapy off per surgeon's instructions. Patient reported having a return of symptoms after emergency abdominal surgery for hernia and twisted bowel. Patient reported they asked surgeon about turning ins off prior to procedure, but was told no because the ins wasn't anywhere near the abdomen.  When asked if the pulsating happened after the surgery, the patient was not sure, but did confirm it was when symptoms began to return. Agent asked if patient has been able to connect to their battery and make changes to settings, but patient stated that they have not adju sted it at all. Agent suggested patient attempt to connect to ins to adjust therapy, but patient did not have their handset charged. Patient will call back once handset is charged for assistance with connecting to ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.